Manufacturer narrative:
Investigation in process. No additional info at this time.

Event description:
It was reported that "the peg drill ran tight in the drilling hull while drilling the cone during the surgery. The surgical intervention could be completed by free-hand drilling." No pt impact reported during this event.